Event description:
(B)(4).

Manufacturer narrative:
The account found the right hand caregiver control on the side rail had a stuck button. The account replaced the side rail right hand caregiver controls to resolve the issue.